Event description:
It was reported via a legal notification, that a female patient's right knee was revised, indicated they began to suffer from symptoms associated with the defects of exactech knee systems as alleged in this complaint, including pain and lack of mobility. As a result of these symptoms, the patient¿s right knee had to undergo revision surgery to another company's devices. The clinical findings and diagnoses as a result of the revision surgery, are consistent with the defects of the exactech knee system. As a result of the exactech knee system, and the surgical intervention necessitated by such, the patient experiences, pain, lack of mobility and enduring limitations on activities of daily living, quality of life, and ability to perform work functions. No additional information.